Event description:
The customer reported that after the procedure, the angulation lever was observed to have a loss of function. The scope was then sent for cleaning and high disinfection. The scope was returned for evaluation and foreign material was noted on the scope¿s elevator channel. This report is being submitted to address to the foreign material noted during evaluation. There was no patient infection reported.

Manufacturer narrative:
Further inspection of the device the scope cover cracked the forceps control lever was found damaged. Discoloration was noted on the u/d/r/l control knob, suction and air/water cylinders. Cosmetic scratches were noted on the scopes grip, control unit, connecting tube and switch box. Corrosion was observed on the scope¿s electrical connector and lever arm. The investigator noted that due to a crack on distal end the scope¿s water tightness was lost. The insulation resistance value at distal end does not meet the standard value due to a crack on the distal end cover. A chip was noted on the light guide lens. The bending section rubber was observed to be damaged. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign materials adhered to the forceps elevator due to insufficient reprocessing. The root cause of why the device was not reprocessed according to the subject device instructions for use (IFU) could not be determined. Peeling of the glue on the distal end was likely due to a combination of repeated use, stress, and user handling. The following is included in the IFU and may prevent the event: "warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.